Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was not reported.

Manufacturer narrative:
H2 and h3 fields were checked erroneously.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitude measured normal current level, and no indication of premature depletion detected. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.